Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level l. The customer had not reported symptoms. The customer was treated with pump . Customer's blood glucose value was 500 mg/dl at time of incident. Customer's current blood glucose value was 169 mg/dl. Customer stated that the sensor went bad and needed to replace. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports they have a back-up plan available. The product was not returned for analysis.